Event description:
It was reported that, "surgeon states that when he cuts the box for the ps, it shifts the box preparation 2-3mm laterally subsequently moving the real implant 2-3mm laterally."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01694, 01695, 01696, 01698, 01699, 01700, and 01701.